Event description:
It was reported that a malfunction occurred on the pump, and no events were noted prior to this malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code recurred.